Manufacturer narrative:
The reported pannus could not be confirmed. The investigation found that one cusp and one-third of the sewing cuff was removed in processing. There was thrombus on the outflow of cusps 1 and 2. Cusps 1 and 2 also contained horizontal folds. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the thrombus, folds and fractured stent could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 23 mm epic supra valve was implanted. On (B)(6) 2019, a CT scan confirmed thrombus on the valve and increase gradients were reported. The valve was explanted due to panus. The valve was exchanged for an 21 mm edwards c-e perimount. The patient was reported to be in stable condition.